Manufacturer narrative:
The customer's report of a tubing separation was not confirmed. The reported suspect primary set was not received for evaluation. Only unused set samples were received on 12/19/2019. Inspection of the received set samples observed on one that the expected retainer rings were not present on both engagements of the silicone segment to the upper and lower fitment components and the majority had their silicone segments inserted incorrectly (either not fully or partially over a fitment component) to their upper and lower fitment components. These observations are consistent with the customer¿s feedback that the set samples were broken apart by the customer to show force was needed. Visual inspection of the initially unopened set samples observed no separations or issues. Loading of these sets into a lab pump module, as well as slight tugging of each of the set's engagements also observed no separations or issues. The root cause of the separation was unable to be identified.

Event description:
A general report was made that tubing had separated. This occurred on the pediatric floor. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The affected associate product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A general report was made that tubing separated. This occurred on the pediatric floor.